Manufacturer narrative:
The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the lock will need new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required. The device history record review showed no abnormalities related to the reported incident were found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The device was made in 2017. The complaint was confirmed. Root cause was unknown, however most likely reason was wear and tear from extended use.

Event description:
A customer reported that on (B)(6) 2019, the a1059 mayfield modified skull clamp had problem with the locking mechanism. Additional information was received on (B)(6) 2019 stating that the device was not in contact with the patient; hence there was no patient injury/death alleged. There was no patient prepped for surgery.